Manufacturer narrative:
E.1.: initial reporter address 1 and phone: (B)(6). Device evaluated by MFR.: synergy xd mr ous 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No issues were identified with the outer / mid-shaft sections or the inner lumen of the device. The stent was not returned for analysis. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The bumper tip showed no signs of distal tip damage. Due to the stent having been deployed from the balloon and not returned with the delivery catheter, a review of the manufacturing stent profile data was performed. A review of this catheter noted that at the time of manufacture the maximum stent od for this device was within max stent profile measurement.

Event description:
Reportable based on device analysis completed on 28-aug-2025. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left anterior descending artery. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, device failed to cross the lesion site due to tortuous vessel. The procedure was completed successfully using an alternate device. There were no patient complications. However, returned device analysis revealed stent detached.